Event description:
It was reported that, the user inflated the balloon during use on a patient, but it deflated soon. Therefore, the catheter was removed and replaced with another kit. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, the user inflated the balloon during use on a patient, but it deflated soon. Therefore, the catheter was removed and replaced with another kit. There was no report of patient complications, serious injury, or death.